Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pulse generator could not pair to two different transmitters. An rf error was suspected. Device interrogation reveled normal device functionality. Patient was doing fine. No further pairing was attempted. Patient will be followed normally.